Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) pcb and gui cable. The unit passed extended self-testing.